Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in london, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a pump of the patient circuit of a heater-cooler 3t system was not working during servicing. There was no patient involvement.

Manufacturer narrative:
Through follow-up, it was clarified the complaint was opened due to an error of the livanova representative and shall be deleted: the heater cooler is working fine and customer has not reported any issue. Based on the information received, no alleged malfunction occurred on this device. Complaint will be voided.